Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of the loader device with no seal and tension spring assembly inside the deployment tube. The green lock slide on the handle and the white plunger on the handle had been activated (deployed position). No blood was present inside the deployment tube. The seal and tension spring assembly were observed proximal to the window inside the loader. No visual non-conformities were observed on seal. The seal was received deployed from delivery device. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heatstring seal was used to complete the procedure. No patient complications were reported by the hospital.